Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. H6- device evaluation: lens was returned in liquid, in lens case. Visual inspection found the haptics bent. Dimensional inspection found the lens to be within specification. Functional inspection found the lens to be out of specification. Claim # (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure the patient experienced refractive surprise and the surgeon suspects that the lens power is incorrect. In a separate visit the lens was explanted and the problem resolved. Cause of the event was reported as device.

Manufacturer narrative:
Additional data: h6- device history record (DHR) review: based on the results of the investigation, the DHR review indicates that the product has not been manufactured within the established process parameters and that there is indication that the manufacturing and/or processing of the device contributed to the complaint issue. Correction: g4- premarket identification: device bla: p030016 to PMA/510(k): p030016, initially reported PMA/510(k) number in the wrong field. Claim # (B)(4).